Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information requested, but was not received.

Event description:
Related manufacturer reference number: 2017865-2023-14089. It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead and atrial lead exhibited noise. No intervention was performed. There were no patient consequences.